Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in a mildly tortuous left iliac vein. After a 16x90 wallstent was deployed, a 16-4/5.8/75 xxl balloon catheter was advanced for post dilatation. However, during the second inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 42mm proximal from the distal tip. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in a mildly tortuous left iliac vein. After a 16x90 wallstent was deployed, a 16-4/5.8/75 xxl balloon catheter was advanced for post dilatation. However, during the second inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.